Event description:
Same case as MDR ID: 2134265-2014-01798. It was reported that a rotawire fractured in the vessel. The target vessel was located at the right coronary artery. A rotablator rotational atherectomy system was selected for a percutaneous coronary intervention requiring rotablation. It was noted that a rotawire fractured in the vessel. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when the physician advanced the burr, the burr got off from the rotawire thus it cause the occurence of fractured rotawire. In addition, they took out the wire entirely from the patient's body and did not remain in the right coronary artery. Patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).